Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported block marker lumen was not confirmed. The reported partially missing pad print was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. The condition of the device suggests some wiping or handling with alcohol during use in this area of the sheath; therefore, it is likely that the pad print was removed prior or during the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first device was flushed successfully, but no blood came back from the marker lumen. It was also noted that the guide wire exit port marker was missing. For the second prostyle device, the guide wire exit port marker was faded; but the suture was successfully pre-placed without issue. The suture of a new prostyle was also successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.